Event description:
It was observed that during the device evaluation, the flex deflectable videoscope had an error code appear on the screen when attaching the scope to the computer. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.